Manufacturer narrative:
(B)(4) PMA/510(k) #: k130293. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 18 lp low profile balloon catheter was used in a leg procedure via retrograde at access. It was reported that the balloon burst at low inflation in the sfa lesion. During the same procedure, it was reported that another similar advance 18 lp low profile balloon catheter device was also used and the balloon allegedly burst at low inflation in the sfa lesion as well. Because of the differing lot numbers, this device has been reported under pr (B)(4) and manufacturer report number 1820334-2017-02703. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: attempts for the return of the product as well as patient and procedural information were made; however, no information was provided. PMA/510(k) #: k130293. Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, and quality control, was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows one nonconforming event; however, the product was scrapped before the lot was processed as normal. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.